Event description:
It was reported while using an unspecified bd pen needle that needle is blocked. The following information was provided by the initial reporter: needle blocked.

Manufacturer narrative:
The date received by manufacturer has been used for this. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections manufacturer name, city and state and manufacturer site, and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: customer returned (2) open 4mm, 32g pen needles without the tear drop label, inner shield, or outer cover. Customer states that the needle is blocked. Both returned pen needles were examined and both exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. Unable to perform DHR check due to an unknown lot number for needle clog. Based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause is user related as the non patient end of the cannula was bent during use of the product by the customer. Based on the above, no additional investigation and no CAPA/sa is required at this time.